Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received a shock. The patient was seen by their clinic and system testing performed. While the system exhibited evidence of myopotential noise, it was appropriately discarded by the device at the time of testing. Therapy was determined likely appropriate and the patient was dismissed. Additional data was sent for review by boston scientific technical services (ts) who found evidence of additional episodes of myopotential noise that were oversensed and resulted in inappropriate shocks on at least 2 occasions. Shock impedance measurements were also noted to be high, but within normal limits. Additional system evaluation was suggested. The patient later presented to the hospital unrelated to their implanted system. At that time the physician elected to perform automatic setup through the device to optimize the sensing vector; the patient was subsequently discharged to home. Additional information was later received indicating the patient received another inappropriate shock while at rest watching television. The inappropriate shock resulted in rhythm acceleration and ventricular tachycardia/fibrillation causing the patient to become syncopal. The device then successfully cardioverted the patient. It was noted that the patient has had a significant increase in weight though it is unclear if the physician believes this was a contributing factor. Exercise testing was performed and device reprogrammed to primary sensing vector. The physician plans to review the patient again in the coming months. No additional adverse patient effects were reported.

Manufacturer narrative:
Despite efforts, additional information could not be obtained. This report will be updated should further information be received.

Event description:
Additional information was received indicating inappropriate therapy continues to be observed. Additional evaluation was performed and the patient's system reprogrammed to the secondary sensing vector while awaiting an x-ray to confirm system position. An update was later provided indicating the x-ray showed the system had not shifted since implant though it was non-optimal as indicated by low r-wave amplitudes and the high in-ranch shock impedances. This system remains in service.